Manufacturer narrative:
The sensor was received by lifewatch on (B)(6) 2010, prior to the complaint being reported. Device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further eval.

Event description:
The pt's mother reported, her daughter discontinued use of the event monitor because, it caused burns on her daughter's skin. Although, there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The following info was obtained via telephone conversation's with the pt and her mother on (B)(6) 2011 and (B)(6) 2011: the pt used the device for 1.5-2 weeks before complaining of itching. The burning started a few days later. The pt reported, it felt hot and itchy. She initially thought she had sensitive skin, but it left a burn mark under the black lead. The pt described the burn as red, like a sunburn in the shape of the electrode. The mark was the size of the metal snap. She had a few marks, as they would switch out the electrodes. At the time of the conversation, the burn was healed. The pt did not use any medication/products for healing. They talked to a nurse over the phone, but did not see a physician. The pt's mother reported the electrode was brown.